Manufacturer narrative:
H10 the customer reported to the remote service engineer (rse) that a "low leak-co2 rebreathing risk" alarm error message occurred during testing. Per good faith effort (gfe) response, the authorized service provider (asp) engineer confirmed the reported issue and stated that the air flow sensor was broken; however, no repairs were completed by the asp engineer as the customer declined service and repair and chose a third-party vendor. No additional details regarding the issue and repair are available, but the asp engineer verified that the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1. Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 1203 "low leak-co2 rebreathing risk" alarm message. It was reported that there was no patient involvement at the time the issue was discovered. Investigation is ongoing.